Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A service history record review was attempted for the subject device; however, this device is a lot/batch controlled item and therefore, the review could not be completed. The service history record review is unconfirmed. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two depth gauges are not sliding smoothly when attempting to measure. The depth gauges are sticking. The issue was discovered during a routine inspection synthes field equipment outside of the hospital. These depth gauges are part of a module hand set. There was no patient or procedural involvement reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the depth gauge was not sliding smoothly when measuring, and was sticking. The repair technician reported the gauge was bent, the inner wall had gouges in it, and the item was worn. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the complaint condition for each device is confirmed as the needle component on each device is bent which results in the devices not sliding as intended. A device history record review, visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is the result of a bending force applied to the needle portion of each depth gauge that is beyond the plastic deformation limit of the material. However, given the unknown conditions at the time of the damage a root cause could not be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. These depth gauges are used across various plating systems. Specifically, part 319.006 is intended for use in measuring 2.0 and 2.4mm screws and part 319.004 is intended for 1.3 and 1.5mm screws. A review of the current design / manufactured revision for the top level assemblies and the needle components was performed. The material of each of the needle component is extra hard 316 stainless steel. For part 319.004 the thickness of the needle (1mm) is driven by the fact that the needle must fit into a drilled hole of 1.1mm and the length is determined to measure screws up to 30 mm. For part 319.006 the thickness of the needle (1.25) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm and the length is determined to measure screws up to 40 mm. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.